Manufacturer narrative:
The ge service representative performed and onsite investigation. The workstation printed circuit boards and connectors were reseated. The monitor arm was regreased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a loud pop and then live images were lost. No patient injury was reported.